Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had loud pitch ringing and then the pump screen turns blank. The blood glucose level was unknown. The customer also reported that the insulin pump had multiple pump error and no delivery alarm and reservoir alarm. The insulin pump will be returned for the analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No excessive no delivery alarms and low reservoir alarm noted. Pump passed self test, unexpected error test, off no power test and all operating currents tested within the spec range. Pump was monitored and tested with no unexpected restart alarm, blank display, audio/beep anomaly and low battery alert noted.